Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Tandem technical support assisted the customer with resetting the pump, and the issue did not recur after reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears.